Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown, not provided, but the best estimate date is in 2023 before 8/22/2023. Section e1: email address: unknown, not provided. Section h3: other 81: the device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded multifocal intraocular lens (iol) has been explanted and the iol was tossed. The zlb00 lens was explanted from the patients left eye and implanted a zlu375 lens. No further information is available.